Event description:
The manufacturer received information alleging the screen turned red and ventilator inoperative condition occurred, and this is the sixth time occurrence of the same issue for the same patient. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. An error code indicating that the fluctuation amount of the flow sensor deviated from standard. A fix with dedicated software was implemented to resolve the issue. Additionally, the flow sensor was also replaced as preventive action. The device passed testing and it was confirmed that the unit operated properly.